Manufacturer narrative:
Event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator hasn't worked since implant. Patient said they stopped using stim for a week and noticed no change and said sometimes the stimulation made the areas hurt worse. Patient also said they have changed the program quite a few times with the rep. Patient mentioned during the trial it was wonderful and worked wonderfully, but since implant stim hasn't helped at all. Patient said they were now having trouble contacting the rep and mentioned when they spoke with their doctor, the doctor said they would see if the rep had anything else left to try, otherwise they would look into removing the stimulator. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided nas number for healthcare provider office to call. Patient mentioned they have a video call with their doctor tomorrow to discuss the results of their last injection and would give that number to them. During the call, patient mentioned they'd had a "sprint system" for a while and they would meet those people up in lakeport for them to do what needed to be done (cleaned the area and put in new batteries) since they had to wear that for 60 days. Patient mentioned that didn't work either. Patient (pt) called back repeating information from this case. Pt stated they are in pain from 'neurological stuff' and is frustrated. Pt stated the only satisfaction they have had since the implant is a month ago when they had a program put in but then 'it crashed'. Agent asked clarifying questions - pt stated in the middle of the night, their legs all the sudden were hurting and saw the error message. Agent understood this meant settings not available message documented in (B)(4). Pt stated their rep has gone on leave and there was rep who did not know what they were doing. Pt stated there are not enough medtronic representatives and all they want is to get that program back. Pt denied increasing intensity or falls/trauma. Pt stated they have tried speaking with hcp but they would just refer pt back to the rep. Pt stated they told mdt rep via text about this issue around oct 10th -22nd. Pt also stated they have told a different mdt rep that the therapy is not working - pt was also told that a couple 'nodes' are not working and there is fluid around there. Pt thinks they should be seen once a week to be adjusted. Pt is trying to meet with mdt rep on thursday. Pt stated they were getting a call from rep and disconnected the call.

Event description:
On 2024-dec-13 additional information was received. The rep reported there was an oor due to high impedances. The pt had increased settings. The rep reprogrammed (re-mapped) using the available electrodes and provided the pt with new programs. The rep confirmed the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.